Manufacturer narrative:
Correction: a3b (remove ni as previously reported and update to n/a), h6 (add component code) and h11. H11: upon further review of this report it was determined that the leak would have occurred during tear down of the amia device at the completion of automated peritoneal dialysis therapy. It is improbable that solution spill during tear down or after therapy would cause or contribute to any serious/critical harm to the patient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked. Fluid spilled inside the cassette door of the cycler and onto the floor. This occurred when removing the cassette from the cycler after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.